Event description:
Following the rupture of a balloon used to deploy another MFR's stent in the right renal artery of a highly stenosed lesion, it was reported this balloon ruptured during post dilation of the stent. The balloon catheter was removed from the stent and pt without incident. It was then noticed the stent had moved partially out of the stenosis. Three other devices, including two from another MFR, were used until the stent was successfully moved to the iliac artery and dilated. A decision was made not to place another stent at the intended implant site; rather, another angioplasty procedure was successfully performed. Further follow up revealed 4 or 5 days after his procedure, external bruising and tenderness was noted and resulted in the discovery of a small perirenal bleed exiting the renal artery. The pt was monitored for the bleed and no further treatment was performed. This device was received, evaluated and retained by this MFR. The engineering eval indicated the device was returned with another MFR's sheath on the catheter shaft. A leak was located in the balloon 1.7cm proximal to the distal radiopaque marker. The catheter shaft and sheath were kinked 88.9cm's from the distal tip of the catheter. Scratches and chatter marks were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilatation of a stent may result in contact with a surface that could damage the balloon material. It was indicated this balloon was being used to expand another MFR's stent in the vasculature, which is not an indicated use of this device and the lesion was highly stenosed. Additionally it was indicated a pressure gauge was not used to determine the adequate dilating force within the balloon. Follow up revealed multiple balloons were used during this procedure. Although it was indicated the perirenal bleed might have resulted from manipulation of the stent, this balloon was removed from the stent without incident. Additionally, an angiogram procedure was performed immediately following the procedure and no anomalies were noted. Therefore, the co believes the above factors may have contributed to this event and do not attribute it to the device. However, co cannot determine the exact cause for this event. Directions for use state: "ultra-thin diamond balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae... Certain sizes of the ultra-thin diamond balloon dilatation catheter are also indicated for deployment of the palmaz and palmaz-schatz balloon-expandable stents for the biliary system... Any use for procedures other than those indicated in these instructions is not recommended... It is essential that an inflation device with a pressure gauge be used to monitor pressure within the balloon to determine that adequate dilating force is applied while not exceeding the maximum limits of the product. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.